Manufacturer narrative:
Follow-up #1 date of submission 12/29/2015-product analysis: the device was returned and evaluated by product analysis on 12/12/2015 with the following findings: no malfunctions were observed during investigation. Review of the pump¿s black box revealed no issues or alarms. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus settings, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose on (B)(6) 2015 was 35 mg/dl with severe dizziness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was determine the pump was functioning appropriately and the insulin on board feature use error caused the reported serious injury. This complaint is being reported because the reported serious injury was attributed to a use error.